Manufacturer narrative:
Additional information received on 02 june 2016 and includes: the surgeon revised head, liner and cup. The surgery was completed successfully. No pathogen result was available at this time. Additional information received on 04 june 2016 and includes: there was no infection, the patient came in with pain, the cause of pain is unknown. Batch reviews performed on 20 june 2016. (B)(4).

Event description:
The patient came in due to anterior pain and inflammation. The surgeon planned a revision surgery.